Event description:
After suctioning thrombus, a vision stent was implanted. Ten minutes later, when angioplasty was performed, thrombus was observed in the stent. It was suctioned again, ten minutes later, angioplasty was performed, and no thrombus was in the stent. The procedure was completed. No other information was available.